Event description:
Pt in o.r. For tibial plateau fracture, o.r.i.f. Zimmer drill bit selected was too long for procedure, so tip was broke off in cancellous bone. Tip not removed as screw was placed in hole over remaining fragment. No removal attempted as it would extend injury & compromise repair.